Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the whole system was deployed after firing, but the capsule failed to attach to the patient¿s esophageal wall. The patient was prepped for the procedure, was under anesthesia, but there was no patient harm, no intervention was required,and a repeat procedure was needed. An endoscopy had been performed prior to the procedure, a lubricant was used to facilitate capsule placement and no lubricant went to the capsule chamber, and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Additional information:if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the whole system was deployed after firing, but the capsule failed to attach to the patient¿s esophageal wall. They used the backup capsule to continue the procedure. The patient was prepped for the procedure, was under anesthesia, but there was no patient harm, no intervention was required, and a repeat procedure was performed as they needed additional anesthesia. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure. A lubricant was used to facilitate capsule placement and no lubricant went to the capsule chamber and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. 1 bravo capsule and 1 bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.